Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was reviewed, the device appeared bloody and the balloon appeared to be inflated position and water leaks from the balloon from the proximal end, no other anomalies noted. Therefore, based on the video review, the reported balloon rupture can be confirmed. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during angioplasty procedure through internal fistula stenosis the device allegedly had leakage in the balloon . The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure through internal fistula stenosis, the device allegedly had leakage in the balloon . The procedure was completed using another device. There was no reported patient injury.